Event description:
It was reported by the customer's mother that the customer was in the emergency room. Customer's blood glucose levels have been high for the last few days. Customer's blood glucose level was in the 400 mg/dl range at the time of hospitalization. Customer was running low on infusion sets and the customer's site has been pulled out recently during roughhousing with his brother. The insulin pump was also dropped a few days ago, but there was no outward damage to the pump. It was reported that the drive support cap was indented. Customer was unable to perform the high pressure test because they were getting restless and did not have another set with them. Insulin pump will need to be replaced. Customer's blood glucose level was 600 mg/dl. Customer did not have a tubing clamp and could not complete troubleshooting. Customer will call back to continue troubleshooting. No additional information provided.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).